Event description:
When vat nurse was inserting the transducer it would not advance. Ended up having to use another one because of it not advancing. When it was pulled out, we noticed the tip had three round rings on it. It looks like the product when manufactured was caught up so, it made it have the rings. FDA safety report ID# (B)(4).